Event description:
Balloon trocar used in procedure had defective balloon that popped while inserted into the pt. Pieces of balloon retrieved from intra abdominal space discarded. No pt injury reported. No add'l info at this time.

Manufacturer narrative:
(B)(4).